Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It as reported that the customer was unable to see insulin exit the end of the infusion set tubing during the fill tubing process. The customer's blood glucose level was elevated (mid 200's mg/dl), and was addressed by delivering a correction bolus, via the pump. Customer changed out all supplies and was able to resume insulin delivery.